Event description:
On (B)(6) 2011, a pt was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6) in (B)(6), supported by css console s/n (B)(4). On (B)(6) 2011, he was switched from the css console to the ce-approved portable freedom drive s/n (B)(4). On or about (B)(6) 2011, he was discharged to home. Customer at (B)(6) reported that on (B)(6) 2011, the pt's wife reported that while the pt was having a bowel movement, freedom driver (B)(4) exhibited a fault alarm. The pt reportedly lost consciousness. The pt's son exchanged freedom driver (B)(4) to the backup freedom driver (B)(4). The pt was taken to the local clinic by emergency services, where he subsequently expired.

Manufacturer narrative:
The tah-t was explanted and visually inspected at (B)(6), and thrombus was observed in the tah-t. An autopsy was performed, and results of the autopsy are pending. Syncardia was requested that the tah-t and freedom drivers be returned for investigation. At this time, there is no evidence that the pt's death was caused by a malfunction of the tah-t or freedom drivers. The results of the investigation will be provided in a supplemental MDR.